Manufacturer narrative:
Device not returned to manufacturer for evaluation.

Event description:
It was reported that the abutment screw (iunihg) fractured inside the implant. The fractured piece was removed from the implant.

Manufacturer narrative:
One gold-tite tm hexed uniscrew was returned for inspection attached to a certain® ucla gold abutment and restoration. A visual inspection revealed that the screw was fractured at the top of the threaded region. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. A singular cause for the complaint could not be determined.